Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm and was hospitalized on (B)(6) 2015. Customer's blood glucose was reading high at the time of the hospitalization. Customer had repeated no delivery alarms. Customer went into diabetic ketoacidosis and had insulin through an IV. Customer was admitted and watched through the night. Customer went home and still had a high blood glucose. Customer was wearing the pump at the time of the hospitalization. Caller does not have the pump with her because the customer is at work at this time. Caller reported that the no delivery alarm was resolved by a complete set change. Caller was advised that the sets would be replaced.